Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause a loose jack on the microprocessing unit printed circuit board assembly (mpu pcb). The mpu pcb assembly was therefore replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an I-pump required the replacement of a printed circuit board assembly. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. This was not reported by the patient. This condition had the potential to interrupt delivery. No additional information is available.